Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed that the right atrial lead exhibited loss of capture. The patient's condition was stable during the event. The lead was explanted on an unknown date. No additional information could be obtained.